Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-may-2024, it was reported that patient faced two infusion set fell off events during use over past three weeks. The set was in use for 3 hours-1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.